Manufacturer narrative:
Returned for evaluation was one used pmta accu2i standard applicator. Visual examination noted that the tip of the applicator was missing. The applicator passed the "coolant flow and leak testing" and "device to lcs connection and functionality" testing. Additional testing could not be performed due to the condition of the returned device. The customer's reported complaint description of the tip of the applicator detaching is confirmed. Although the exact root cause of the event is unable to be determined, it does not appear to be the result of a manufacturing failure. A possible contributing factor could have been handling damage; i.e. Lateral forces on the applicator tip. In addition, the tip detaching from the applicator shaft could cause the reported error "extremely high energy distribution." A review of the lot history records for the reported lot was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
A reported (B)(6) 2015, a male pt of unk age presented for an microwave procedure of the liver. During the procedure, while using a scan to view the ablation, it was noted the tip of the pmta applicator had detached from the shaft of the probe. The procedure was stopped at that time. The tip of the needle was successfully removed from the pt. It was reported the pt suffered no permanent harm or injury due to the event. It was reported the disposable device is available for return to the MFR for eval.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the MFR for eval. To date the device has et to be returned. Attempts are bing made to obtain the device. An investigation into the root cause for incident is currently in progress. A review of the lot history records for the reported lot was performed for any deviations. The review confirms that the lots met all material, assembly, and performance spec. The results of the device eval will be sent via a f/u medwatch. Complaint # (B)(4).